Event description:
Trauma pt required greenfiled filter. The filter introducer sheath was inserted into the inferior vena cava over the guide wire under fluoroscopic guidance. The introducer sheath was able to be advanced to the l1-l2 level. After removal of the obturator, the filter could not be passed up to the inferior vena cava because of kinking of the sheath. The filter catheter was then removed, the filter was dislodged. Fluoroscopy found that the filter was dislodged within the introducer sheath. The sheath and filter were then removed together. The pt had a trapeze filter placed after the failure to place the greenfield. The pt remains in the hospital due to original injuries. There is no indication that this incident contributed to further injury. The sheath x-ray was retained by the site reporter because it is unclear what happened to the filter. It was found that the filter was lodged in the sheath and it came out of the pt when the sheath was removed from the pt.